Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that the ipg became inoperable due to the patient not charging. The patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Event description:
Additional information received indicates that surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's ipg would not communicate with multiple chargers. As a result the ipg is inoperable. That is all the information available at this time.